Event description:
The rotator broke at the end. No harm or injury reported.

Manufacturer narrative:
Device eval: the eval is in process. The lot number was not provided. A review of the device history record could not be completed. A follow-up report will be submitted when the eval has been completed. Eval method: lot number was not provided. The device history record could not be reviewed. Conclusions: other, a f/u report will be submitted when the eval has been completed.